Event description:
The patient had an arterial line placed in their left radial artery for a surgical procedure. The arterial line was removed following the surgery while the patient was in the critical care unit. Upon removal of the art line, only the hub came out while the catheter remained in place in the patient's left radial artery. An ultrasound was then done and the patient required surgical intervention under local anesthesia in the operating room to remove the catheter.

Manufacturer narrative:
It is unknown at this time if a sample will be returned for evaluation. If a sample is received, a supplemental report will be submitted upon completion of the investigation.